Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right open hemi-colectomy, while stapling of the right colon, the stapler and the reload jammed and would not fire. There was no patient injury in this event.